Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes . D10: returned to manufacturer on: 16may2023. H6: investigation summary: one hundred and nine samples from batch 1305221 and one photo were provided to our quality team for investigation. A visual inspection was performed, one hundred and seven samples were found acceptable per product specification. Two samples were observed to have a black particulate. Additionally, the photo also shows two small black marks on the side of the barrel. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified amount of bd luer-lok¿ tip disposable syringes had floating foreign matter found in them after mixing kenalog with either lidocaine or marcaine. The following information was provided by the initial reporter: "has had a few syringes with floaters. Was any medication used with the product? If yes, what was the medication? Kenalog was used in both cases, mixed with either lidocaine or marcaine. Did you experience any adverse events as a result of the reported failure? No. Identified prior to administration".

Event description:
It was reported that an unspecified amount of bd luer-lok¿ tip disposable syringes had floating foreign matter found in them after mixing kenalog with either lidocaine or marcaine. The following information was provided by the initial reporter: "has had a few syringes with floaters. 1) was any medication used with the product? If yes, what was the medication? Kenalog was used in both cases - mixed with either lidocaine or marcaine. 2) did you experience any adverse events as a result of the reported failure? No. Identified prior to administration".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.